Manufacturer narrative:
The lens involved in the event was discarded. The lot device history records were reviewed and show that all requirements were met. The dispensing office reported the patient is non-compliant. No medical documentation has been received from the treating doctor. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Patient reported the first time she put in her lens she got an eye infection. Patient reports being told she had a corneal ulcer right eye and was treated with antibiotics for three weeks. Patient reports each time she resumes lens wear with a new lens she experiences and eye infection. The dispensing office reports the patient is non-compliant, did not follow up with a specialist she was referred to, and that her lens prescription was expired. The treating doctor's office would not release information without patient consent. A medical release was recently received from the patient and forwarded to the treating practitioner. The doctor has not provided information to date.